Event description:
Inbound. Patient reports no disposable pump wont run alarm on both cadd legacy pumps with cadd flow stop cassette pre mixed with remodulin from (B)(6) 2021 shipment, lot 2101927 expiration 3/31/2022, cassette changed alarms resolved. No further details provided.